Manufacturer narrative:
A review of the device history record showed no anomaly. The device was received fro evaluation. Integra's investigation determined that the tip of the part has a broken weld and the pin and roller have come out and been lost. An exact cause is not determinable, but normal wear is a possibility, pressure cycles on the pin in use could have been a contributor, as well as 5 plus years of use. No corrective action is required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that during a spinal surgery procedure, the instrument tip broke off during use. The surgery was completed using a spare instrument that was available. There was no adverse outcome for the pt.